Event description:
Vascular intervention case to treat a lesion of the mid sfa. A turbo-power laser catheter was used for 4 passes to clear the vessel. Upon completion of the procedure a slight dissection was noted. The area was treated with a balloon and stent that was already planned for standard of care for this patient with successful outcome. Note: it was the opinion of the physician that this event was minor and can happen with any method used to treat vascular disease and no unplanned interventions were needed as the patient was treated successfully with the planned balloon and stent.

Manufacturer narrative:
Evaluation codes updated to include device and patient codes.

Manufacturer narrative:
Device evaluation: during device evaluation one small kink was noted on the tail tube of the device. This kink would not have led to a vessel dissection and the device was otherwise in excellent condition. The dissection was not the result of any device failure. The complaint narrative indicated that the physician believed this an inherent risk of the procedure. (B)(4).